Manufacturer narrative:
(B)(4). The following sections were updated: b4, d10, d11, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
It has been reported that the patient underwent right total hip arthroplasty. Subsequently the patient has received two revisions, both for unknown reasons. This complaint is reporting the second revision.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:echo por fem red lat nc 11x135, catalog #: 192511, lot #: 741870, medical product: g7 osseoti 3 hole shell 50mm d, catalog #: 110010243, lot #: 6214131, medical product: g7 neutral e1 liner 32mm d, catalog #: 010000848, lot #: 6148277. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent right total hip arthroplasty. Subsequently the patient has received two revisions, both for unknown reasons. This complaint is reporting the second revision.